Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records.

Event description:
A pocket erosion was reported and the patient developed an infection.